Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. X-ray review was unable to confirm pain. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical device: vanguard ps femoral cat#: 183128 lot#: j3812142, unknown vanguard knee tibial trays cat#: unk lot#: unk , optipac bone cement cat#: unk lot#: unk . (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001825034 - 2017 - 09596, 0001825034 - 2017 - 09597, 0001825034 - 2017 - 09598 remains implanted.

Event description:
It was reported that patient is experiencing pain after undergoing initial surgery.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch. Concomitant medical products: optipac-s 40 refobacin plus bone cement, catalog # 47205020831, lot # b602c11480.

Event description:
It was reported that the patient is experiencing pain after undergoing an initial left knee arthroplasty. The patient was given anti-inflammatory agents and corticosteroids. A revision procedure has not been performed to date. The surgeon does not anticipate the need for a revision procedure at this time.